Event description:
It was reported that the patient was unable to handle the normal procedural pain from the placement of lead. It was also noted that the patient had an allergic reaction to the adhesive that was used. The patient had an early lead pull and there were no reported complications postoperatively. The lead will not be returned as it was kept by the medical facility.